Manufacturer narrative:
Complaint no: (B)(4). On an unreported date, the patient experienced peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the care giver did not wear a mask. The peritonitis was manifested by abdominal pain and cloudy effluent. On an unreported date, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with oral ciprofloxacin (dosage, frequency, and duration not reported) for the peritonitis event. It was not reported if the patient was recovering or was recovered from the peritonitis event. On an unreported date, the care giver was retrained on proper aseptic technique. No additional information is available at this time.